Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 1 of 4. The patient was connected at the time of the alarm, and the patient line had been properly primed prior to connection. There were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. One of the bags had disconnected from the set. The technical service representative (tsr) explained the message to the home patient (hp) and informed her to start over using new supplies. The tsr advised the hp to inform her registered nurse about the event. Proper procedures were reviewed and there were no samples available. The lot number was unknown. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.